Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer passed out because of the low bg level and received third party assistance from their child and a neighbor, who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.